Event description:
The device was used during a low anterior resection. Reportedly, the instrument was difficult to fire and the anastomosis was not complete. The surgeon applied another device and resected the tissue at the application site to complete the procedure. The hosp has reported no pt injury occurred.